Manufacturer narrative:
The investigation of this event is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) a 26 mm sapien 3 valve was implanted successfully in the aortic position via transfemoral approach. A stent that had been placed as a precautionary measure prior to implant was removed. During removal the stent caught on the valve frame. The stent was crushed with a pci balloon and another was redeployed over the first one. The valve frame was not affected by the interaction with the stent. No patient injuries were reported.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary artery obstruction during or after tavr represents a rare complication, but it has serious consequences if untreated. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). According to literature review, pre-emptive coronary protection measures possible issues associated with percutaneous coronary intervention during or after tavr include stent jailing with inability to retrieve it, unnecessary coronary stenting in some cases, concerns regarding suboptimal durability with the risk for fatal restenosis or thrombosis at the ostial left main coronary artery, and extreme difficulty in reengaging a coronary artery after ¿chimney¿ stenting. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the unexpanded coronary stent was compressed against the vessel wall by another stent, to fix its position without compromising the coronary blood flow. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.